Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer reported bent cannula and stated the site is irritated. The customer reported that she has called previously about the issue with infusion set. Troubleshooting was performed about the site issues. The customer reported that the site shows signs of infection. Advised customer that the elevated blood glucose may be a sing of infection. The customer was advised to treat blood glucose per health care professional as needed. The customer was also advised to report infection to the health care professional. The customer was also advised to return the infusion set. The insulin pump was not returned for analysis.